Event description:
It was reported that during a percutaneous coronary intervention (pci) stent damage post deployment occurred. The access was obtained via radial artery. A 6f sheath was inserted in the right radial artery. A 5f coronary catheter was the inserted in the left coronary artery (lca) and in the right coronary artery (rca) to perform the angiography. A 6f guidecatheter was then introduced to perform the pci in the lca. A 0.014 guidewire was placed in the lad. A 3.5x15mm maverick balloon was used at 16atm for 23 sec to predilate the proximal left anterior descending artery (lad). A synergy stent 4.0x20mm was then deployed at 16 atm for 30 sec, and postdilated with the delivery system balloon at 22atm for 20 sec. A further postdilation was performed using a 5.0x15mm quantum apex balloon at 18atm for 12 sec, 20atm for 11sec and 20atm for 19 sec. A 4.0x12mm synergy stent was then introduced, overlapping the 4.0x20mm stent. After inflation at 20atm for 23sec and at 26atm for 28 sec, it was noticed that there was a gap between both stents and the physician thinks the stent could have shortened upon post dilation. The patient remained stable and no further complication was reported.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).